Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 23. On (B)(6) 2022, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 23. On (B)(6) 2022 , non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.